Event description:
Event description boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized for symptomatic ventricular tachycardia (vt) at a rate of 140 bpm. It is reported that the patient's medical regimen was not effectively controling the patient's arrhythmias.